Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized as emergency medical service was dispatched on (B)(6) 2019. Customer¿s blood glucose level was 28 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears to be normal. Customer was treated with glucose gel. Customer did not mention any symptoms related to low blood glucose level. Customer was unable to complete carelink upload. Customer declined troubleshooting for the insulin pump. The insulin pump will not be returned for analysis.